Event description:
It was reported that the wire became twisted around the catheter. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified posterior tibial artery. An opticross 18 vascular imaging catheter was selected for use. During the procedure, a v-18 control wire was inserted and the opticross 18 was placed over the wire, far enough from the tip of the wire. The mdu was immediately activated, and we got an imaging error. An x-ray was taken, and the wire was seen to be twisted inside the catheter. The catheter and guidewire were removed without any complications. There were no patient complications reported.